Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation, the ICD exhibited an episode of non sustained right ventricular oversensing. The lead was confirmed to be dislodged. The patient presented in the operating room on june 8, 2017 for lead revision. During procedure, the helix would not extend. The lead was extracted and replaced successfully with no adverse event. The patient remained stable before, during, and after the procedure.